Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had physical damaged. Customer stated that he was out biking and fell with the insulin pump. Troubleshooting was done. Customer's blood glucose was 117 mg/dl. Customer stated the top and the liquid crystal display screen was broken and smashed. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.